Manufacturer narrative:
The device was not available for evaluation. The recirculation line tubing collapsed beneath the liver bowl. The cause of finding could not be identified as no product was returned. Prior to usage of the device, each device user is provided training. During the training device users are advised to check all tubing for kinks/occlusions.

Event description:
It was reported that, clinical specialist (cs) received messaged from device user (du) informing of collapsed recirculation line tubing underneath the liver bowl. Du stated they were able to resolve the collapsed tubing but wanted to make us aware. The disposable set was not retained and is not available for return. The discard of the liver is unrelated to the collapsed tubing issue.